Manufacturer narrative:
Ventec provided the customer site with technical assistance. The device was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.